Event description:
It was reported that the right ventricular (rv) lead was dislodged. The device was explanted and a new lead was placed. No additional adverse patient effects were reported. The device will not be returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The dislodgement was confirmed via chest x-ray. The device was explanted and a new lead was placed. No additional adverse patient effects were reported.